Event description:
Subsequent to the previous medwatch filing, new information reported that the patient did not present with any symptoms (angina) in 03/2012. This was incorrectly reported. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, two unknown promus stents were implanted in the right posterior descending artery (r-pda) . On (B)(6) 2012, angiography revealed 80-90% restenosis in the promus stents. Multiple balloon dilatations were performed. A 2.25 x 15 mm xience v stent was implanted proximally, and a 2.75 x 28 mm non-abbott stent and a 3.0 x 38 mm xience v stent were implanted in the mid section. As there were tissue protrusions through the 2.75 x 28 non-abbott stent, this was treated with a focal 3.5 mm x 12 mm non-abbott stent. On (B)(6) 2012, the patient was discharged on aspirin and prasugrel. On an unknown date in (B)(6) 2012, the patient presented with chest pain. Angiography on (B)(6) 2012 revealed 99% restenosis of the r-pda. On (B)(6) 2012 an additional un-specified procedure was performed, and the patient was discharged. The event was considered resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional promus referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4).